Event description:
Pt taken to surgery for non-healing abdominal wall infection. Suture granulomas were found as well as a large abscess cavity in the lower pole of abdominal wound. The abscess area was noted to have a retained sponge from a wound vac dressing. Pathology reports retained sponge measured 6 x 3 x 2.5 cm. The black sponge or sponges, depending on the size of the wound, is inserted into base of wound then the suction apparatus is placed. The wound vac functioned appropriately. At some point a smaller sponge was retained in abdomen. Co does not give parameters on minimal sizes of sponge placement.